Event description:
The customer stated that her blood glucose was tested using a nurse's meter (brand unknown) and her breeze meter. The nurse's meter read 120 mg/dl, while the breeze meter read 335 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products will be sent.